Event description:
Customer reported the collimator iris is coming into the image without selecting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and aligned the collimator and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare complaint.